Event description:
Following a stent placement to the circumflex artery, a second stent was attempted to be placed distal to the first stent. The second stent, while still on the delivery system, became lodged in the proximal portion of the initially placed stent. The physician attempted to remove the stent and delivery catheter, but was unsuccessful. Upon further manipulation, the end of the catheter, which contained the un-deployed stent, broke off of the catheter and remained in the vessel. The guidewire and remainder of the delivery system was removed. An attempt to remove the indwelling stent and catheter was attempted with a snare, but was unsuccessful. The case was aborted and the patient was referred for surgical removal of the pieces.